Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys anti-tpo (anti-tpo) on a cobas e801 module. The initial result was 293 iu/ml. The sample was repeated twice with results of 164 iu/ml and 167 iu/ml. The questionable result was not reported outside of the laboratory. The anti-tpo reagent lot number was 60029001 with an expiration date of 31-aug-2022.

Manufacturer narrative:
Calibration and qc were acceptable. Based on the calibration and qc results, a general reagent issue can be excluded. The alarm trace data, calibration and qc data, sample data, and images of patient samples suggest an issue with overall sample quality. Based on the information provided, the investigation determined the event was consistent with a pre-analytical handling issue.